Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir could have temporary vent blockage. Customer reported that the insulin would not go through the tubing and was not sure if it was clogged. Customer stated that another time the infusion was spilling out and was leaking. Customer's blood glucose was unknown. The customer was advised to call back when issue reoccurs to do troubleshooting. No further information provided.